Event description:
Sometime in 1987 an aus device was implanted. On 04/29/96 the balloon was revised. On 03/18/97 the cuff was removed due to erosion. On 09/02/97 the remaining components were removed from the patient and an entire aus device was implanted because of the previous erosion.